Event description:
It is reported that the patient's insulin pump displayed a motor error. The patient's blood glucose level is 79mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.